Event description:
During ptca of the left anterior descending (lad) artery the balloon burst at 16 atm and a dissection was observed. Ptca was performed to address the dissection and post procedure the pt is reported as fine.